Manufacturer narrative:
On 1/14/2020, the suspected medical device was returned for evaluation. On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary: during analysis of the sample, a rupture was observed. Also, an area of shell abrasion was found near the edges of the rupture. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/18/2020, mentor received additional information regarding the replacement devices. The devices are two 295cc mentor memorygel breast implant prostheses (catalog#: smpx295 , left serial#: (B)(6), right serial#: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided rupture, breast pain, and swollen lymph nodes. Concomitant medical products: 250cc mentor memorygel breast implant (catalog #: 3502501bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 250cc mentor memorygel breast implant and experienced postoperative right-sided rupture, breast pain, and swollen lymph nodes. Mammogram performed on (B)(6) 2019 indicated the rupture and the swollen lymph nodes, and the patient came in for a consultation on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with unspecified implants on (B)(6) 2019.